Event description:
Phlebotomist was closing the safety device on a 23g needle and the safety went over the needle but came off the back. Phlebotomist was closing safety device with thumb and the back of the safety device came off and went flying. This is a message from the phlebotomist: I had 2 phlebotomist have the safety device come off one on saturday and one today.